Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-may-2022 to 26-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that systems unexpectedly started rebooting throughout the night and stations did not come up. A technical support specialist resolved the issue by performing a reboot and confirmed that the customer was aware about a patching being scheduled. The system was functional as intended after being accessed by the technical support specialist.

Event description:
It was reported by the customer that multiple pyxis medstation es systems unexpectedly started rebooting throughout the night and stations did not coming up causing severe patient risk situation. Customer stated that they were unaware of the reboot being scheduled and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue has been resolved after a reboot. A technical support specialist confirmed that the customer was aware about a patching being scheduled. The system was functional as intended.

Event description:
It was reported by the customer that multiple pyxis medstation es systems unexpectedly started rebooting throughout the night and stations did not coming up causing severe patient risk situation. Customer stated that they were unaware of the reboot being scheduled and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.